Event description:
It was reported that during a patient exam the technologist was positioning the patient and the compression device moved in a downward motion without command. The patient was able to move away from the machine when the paddle started to compress the breast and she reported feeling pinched. There was no bruising, redness, or broken skin noted and no medical intervention was required. Per the site biomed he was unable to reproduce the issue, but replaced the system foot switches as a precaution and once this was completed the system was working as intended.